Event description:
Procedure: thoracic/pneumothorax. According to the reporter: the stapler was applied to an emphysematous lung cyst. After the stapler was fired with staple line reinforcement, the surgeon opened the stapler jaws, but the staple line reinforcement was stuck with dlu and could not be removed from the tissue. The surgeon tried to remove with a clamp, but staple cartridge fell into the patient cavity. However, the surgeon could remove it completely and securely from it. The case was delayed by 5 min. There was no bleeding or fluid leakage. No procedure or patient details are available right now they are not available.